Event description:
The lead was explanted and returned after the patient's death. It subsequently tested out of specification during manufacturer's analysis. Follow-up information received from the county coroner reports that the cause of death was metastasis lung cancer, with contributing factor of myotonic muscular dystrophy, as stated on the patient's death certificate.